Event description:
The facility representative reported failure code 570. Information was not provided regarding whether or not the failure occurred during an infusion. The device was serviced on site at the customer's location by a field service engineer. The facility representative stated that there have been no reports of any patient injury or medical intervention associated with this incident. No other information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 22 2007. Evaluation summary: the condition of fail code 570 was confirmed on site at the customer location by a field service engineer. This fail code was caused by depleted main batteries. The main batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.